Manufacturer narrative:
(B)(4).

Event description:
It was reported that unknown sensor error occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be sensor noise. In addition, early sensor expiration due to potential patient misuse was found in connection to the reported allegation. The reported event of unknown sensor error is reportable based on the finding of a early sensor expiration. No injury or medical intervention was reported.